Event description:
Md was performing a cto of the rca. Md inserted a mini trek 1.2mm x 12mm balloon into the rca. The balloon burst as md prepped indeflator to inflate the balloon. No patient harm. Another device was obtained and the procedure continued.